Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a gas gain alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: h6 (investigation type, investigation findings & investigation conclusions). Corrected fields: b5, h6(clinical code & impact codes). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. Customer's biomed attached a patient simulator and 40cc balloon to simulate therapy. Biomed ran unit on simulator for 4 hours with no alarms. The fse could not duplicate alarm either with a simulator and balloon. In the interest of patient safety, replaced pim assembly. Unit passes all functional, safety, and electrical tests to factory specifications. Unit returned to customer for use. The maquet failure analysis and testing dept. Received pim assembly with a reported unit failure of gas loss alarms on the unit. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Tested for 1 hour with no alarms or leaks present. Fat could not confirm the reported failure. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a gas gain alarm. The customer stated that the alarm happened multiple times during therapy. No patient harm was reported.